Manufacturer narrative:
This report is submitted on february 17,2022.

Event description:
The device was explanted (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 16, 2022.